Event description:
The customer's mother reported high blood glucose and needed assistance for basal setting. Customer's blood glucose was 559 mg/dl. Customer was at school and brought her home and changed out the set and inspected that the old set had bent cannula. Troubleshooting was done. Customer treated the high blood glucose with bolus. Advised to change the entire set, reservoir and treat per health care provider's instruction. Customer will contact health care provider for the basal settings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.